Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the left breast implant's lot number is 176335. As a result, the manufacturing date and expiration date fields have been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, two (2) anomalies were observed one on the anterior and one in the posterior view of the device consistent with shell wear. Leak testing was performed, according with mentor procedure, and it revealed in the posterior aspect a tear within one of the lines of shell wear measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a rupture caused by wear. Shell wear suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of the lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. A manufacturing record evaluation was performed for the finished device 176335 number, and no non-conformance's were identified. Device manufacture date (B)(6) 1998 and expiration date (B)(6) 2006. A manufacturing record evaluation was performed for the finished device 176336 number, and no non-conformance's were identified. Device manufacture date (B)(6) 1998 and expiration date (B)(6) 2006. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 15, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On september 30, 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9412160 sn: (B)(6) and (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 7372582 sn: (B)(6). Mentor also became aware that the suspect medical device's lot number can possibly the following: 176335, 176336. A supplemental report will be submitted when clarifying information is received. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with two 275cc mentor siltex round moderate profile saline breast prostheses, suffered spontaneous left breast implant deflation, post-procedure. The deflation was diagnosed via physical consultation. As a result, the patient underwent implant explantation surgery on (B)(6) 2020.